Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. A routine fifteen (15) month follow up transesophageal echocardiography (tee) examination revealed a mobile thrombus on the face of the closure device. It was noted that the patient was not compliant with the medication regimen. There was no patient complications reported.

Manufacturer narrative:
H6: impact code updated to f2303: medication required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. A routine fifteen (15) month follow up transesophageal echocardiography (tee) examination revealed a mobile thrombus on the face of the closure device. It was noted that the patient was not compliant with the medication regimen. There was no patient complications reported. It was further reported that the patient was switched to dual oral anticoagulant (doac) for three months and then a follow up tee will be performed.